Event description:
During cycle count process an anchor bioraptor 2.9 ab suture anchor w/two 38¿ ultrabraid #2 sutures was discovered to have been used during a procedure. In that surgery, the technician personnel was in charge of providing the instrumentation and implants to orthopedic surgeon. It was reported that because the hospital has the instrumentation, the implants were delivered. As part of the process in the hospital, all instruments and implants were handled by hospital personnel to the operating room. It was reported that the hospital personnel put in the transfer cart the trays and implants and our technician didn¿t validate the expiration date. It was reported that the technician was under the impression that implants were supplied by smith & nephew. It was discovered that the anchor was sold on (B)(6) 2010. It was reported that the product was used during a left shoulder arthroscopy. There is no additional information regarding the patient condition post operatively.

Manufacturer narrative:
Patient implanted with device beyond expiry. No product returned for evaluation as it is single use device implanted in the patient. Method: product not returned for the evaluation, as it is single use device implanted in the patient. Evaluation was not possible, as the device has not been returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).